Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that the paxgene® blood rna tube(s) (16x100 mm / 2.5ml) broke. No reported medical intervention or serious injury. There was no report of injury or medical intervention.